Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported "warranty claim on my allergan textured breast implants" and "issues with my implants". Patient later reported breast pain, radial folds, and peri implant fluid. This record is for right side. Device remains implanted.

Event description:
Patient reported "I did not have seroma at the time of my surgery." The device was explanted and a partial capsulectomy was performed. Physician reported "no seroma within capsules implants".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, d6b, h6. Laboratory analysis summary: device photograph(s) for the device related to the reported event anxiety ¿ product/procedure, breast pain, crease/folding of implant, edema and seroma late was requested on 20-feb-2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: anxiety ¿ product/procedure: unable to observe as it is not related to the device. Breast pain: unable to observe as it is not related to the device. Crease/folding of implant: no observed. Edema: unable to observe as it is not related to the device. Seroma late: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.